Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of ins not restarting was not determined. No actions/interventions were taken to resolve the overdischarge and the issue was not resolved. The provided information was confirmed with the account/physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's ins is overdischarged due to patient compliance. Attempts to communicate with the ins using the patient programmer (pp), clinician programmer, and the recharger were unsuccessful. After three physician mode recharge (pmr) events, the ins still would not start charging. The issue has not been resolved at this time. No further complications were reported. No patient symptoms were reported.